Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that surgery was scheduled to replace lead and ipg. Issue has resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the devices were discarded by the hospital; will not be returned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was unknown. The ins was interrogated, all impedances were >10k. Patient has an appointment with implanting physician on (B)(6) 2019. The issue was not resolved and the provided information was confirmed with the physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. It was reported that the ins battery was no longer holding a charge and the patient had a loss of stimulation and therapy. It was unknown what factors may have led to the issue and the patient denied any falls or recent trauma. The rep said they will meet with the patient on (B)(6) 2019 to evaluate the system. It was noted that the issue was not resolved at the time of the report. No further complications were reported.